Event description:
It was reported that the chuck was not able to be released. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The investigation showed that the t-handle has broken off. The top of the handle on the twist grip shows impact marks and also some material splintering that leads to the conclusion that there have been direct blows to the part. No product defect could be determined. Conclusion ¿ the complaint is considered indeterminate from a manufacturing. Investigation results revealed that the top of the handle on the twist grip shows impact marks and also some material splintering that leads to the conclusion that there have been direct blows to the part. We draw attention to the surgery technique that states direct impact to the t-handle should be avoided. Therefore, the device failure is related to failure to follow instructions and user error contributed to this event. Independently, our product development center is aware of these problems and is working already on improving the design.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found.

Event description:
The wire could not be removed and was jammed. The crossbar broke during an attempt to release the wire